Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted quickly the day prior to contacting to tandem technical support. Review of pump history showed the battery dropped form 45% to 5% after being connected to a power source. In addition, the customer was having difficulty charging the pump on the day of the report despite the attempt of multiple wall adapters. The customer stated they did not think their blood glucose level had been impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.